Event description:
Reporter indicated that vns pt could not tolerate a normal mode output current setting >0.25ma. It was reported that when normal mode output current was increased from 0.50ma to 0.50ma, the pt experienced excessive choking sensation with significant throat pain and extreme coughing. A reduction in the pulse width setting did not alleviate the pt's symptoms. Review of x-rays revealed that the lead electrodes were placed directly above the clavicle, which is lower than the recommended placement in device labeling. Revision surgery is planned.

Event description:
Further follow-up revealed that the pt underwent revision surgery to change the position of the lead electrodes. Treating physician indicated that the pt still complains of pain with device stimulation and that the pt is experiencing an increase in anxiety concerning the event. Treating physician believes that the vns therapy system and surgery are related to the reported event.